Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg + b) on a cobas e 801 analytical unit. The initial result was < 0.6 miu/ml. The repeat result was > 10000 miu/ml.